Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit had a pressure setting display failure. The issue occurred during preparation for use for an unknown therapeutic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it was presumed to have occurred due to a failure of the front panel because it improved when the front panel was replaced. The root cause could not be determined. Olympus will continue to monitor field performance for this device.